Event description:
When grasped the insertion wire with the grasping snare, the hooped snare detached and fell into the patient's stomach. The fallen hooped snare was removed with forceps.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt, the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr of lot #husa0275 showed nine other product complaints from this lot number.